Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: IFU states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The investigation was unable to identify the foreign material. There was no physical damaged at the point where the foreign material remained, and although requests were made to the user facility, no details concerning the reprocessing practices could be obtained. Consequently, a definitive root cause for the reported failure mode could not be determined. However, it is possible that a failure to follow proper IFU reprocessing steps could have resulted in the reported failure mode. Olympus will continue to monitor the field performance of this device.